Manufacturer narrative:
Insulin pump had minor/deep scratches on display window, scratched case near the belt clip slot and scratched keypad overlay. No crack noted on display window, on case or on keypad overlay.

Event description:
It was reported the customer damaged their insulin pump. The mother stated the customer dropped their insulin pump while ice skating. Customer's blood glucose was 150 mg/dl. Customer's mother stated there were cracks near the insulin pump's screen and escape button. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.